Manufacturer narrative:
No issues were observed in the data that would cause a failure in the device. The pod was found to function as intended with no evidence of any damage or manufacturing malfunctions that would result in the device over delivering insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) with blood glucose (bg) values that dropped to 25 mg/dl. The patient was feeling nauseous and tired. For treatment, the patient was given a urinalysis and the patient was prescribed glucagon. The pod was worn between 4 and 24 hours on unknown location. The patient was discharged after a few hours.